Event description:
A revision surgery occurred to replace two fossa units due to bone growth.

Manufacturer narrative:
Review of DHR identifies for this product identifies no anomalies or non-conformances. The package insert for tmj products states the following are potential adverse events: implant changes caused by loading and/or wear. Degenerative changes within the joint surfaces from disease or previous implants. Implant materials producing particles or corroding. Loosening or displacement with or without removal of the implant. Infection (systemic or superficial); foreign body or allergic reaction to implant. Components - fossa wear through - facial swelling and/or pain - facial nerve dysfunction - excision of tissue - heterotopic bone formation - neuroma formation - ear problems dislocation. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.